Event description:
It is alleged by complainant's attorney: "on or about (B)(6) 2010, pt was implanted with a cook celect filter. This procedure occurred in (B)(6). The device subsequently perforated through pt's vena cava into pt's aorta, duodenum, and vertebrae, causing pain, bleeding. This was discovered by a CT scan on (B)(6) 2011. The pt underwent a failed attempt to retrieve the cook filter on (B)(6) 2011. Pt underwent open surgical extraction of the device on or about (B)(6) 2011. The majority of the device was successfully removed, but it is alleged that a fractured shard of the device could not be removed and remains in pt's body. Pt was discharged from the hospital (B)(6) 2011." It is alleged that the pt suffered permanent disfigurement and substantial pain requiring fentanyl and oxycodone for pain control.

Manufacturer narrative:
(B)(4). The investigation is in progress.